Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02apr2020.

Event description:
The customer reported a blower stalled diagnostic code. There was no patient involvement.

Manufacturer narrative:
G4: 28apr2020. B4: 29apr2020. The field service engineer replaced the blower assembly and the motor controller (mc) printed circuit board assembly (pcba) to address the blower stalled failure, the rear bezel to address the cracks, the central processing unit (cpu) cover since it was missing a foot nut, the tubing kit since it was worn, and the foot kit to address the missing feet. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 18aug2020 b4: 20aug2020 the replaced motor controller (mc) printed circuit board assembly (pcba) was received for internal failure analysis. It was determined that failure of capacitor c14 was the cause of the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. The field service engineer (fse) evaluated the ventilator and confirmed that blower is not working. The fse also identified cracks on several parts of the enclosure, a missing nut, and missing feet . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.